Event description:
Customer reported that they received a no delivery alarm on the insulin pump when changing the set. It was noted that the alarm was resolved and troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 131 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.